Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The sheath tubing had been torn and stretched into two sections; both sections were returned. The distal section of the sheath tubing had been torn and stretched 4.41¿ proximal to the distal tip. The proximal section had been torn and stretched at 0.45¿ distal to the distal end of the hemostasis hub; the proximal section remained attached to the hemostasis hub. There were multiple bends and kinks throughout the distal sheath tubing section; portions of the tubing had been flattened and kinked. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the material separation and subsequent embolism remains unknown.

Event description:
At the end of an atrial fibrillation ablation procedure, a section of the device detached which led to abdominal embolization. Intervention was required to retrieve the detached portion and the patient is doing well.

Event description:
At the end of an atrial fibrillation ablation procedure, a section of the device detached which led to abdominal embolization. Intervention was required to retrieve the detached portion.